Event description:
There was an allegation of questionable hcg stat elecsys results from the cobas 6000 e601 module. The issue was discovered when qc results failed and the customer checked samples that had been processed. Sample 1 initial result was 2165 miu/ml with a data flag and was reported outside of the laboratory. The repeat results with an automatic 1:100 dilution were 129418 miu/ml with a data flag and 127852 miu/ml with a data flag. A previous sample from the patient was then tested with a result of 139296 miu/ml with a data flag. Sample 2 initial result was 252.9 miu/ml and was reported outside of the laboratory. The repeat result was 1124 miu/ml. The pathologist did not advise sending an amended report. The reagent lot number was 56667103 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The field service engineer checked all the application-related settings, qc results, operator maintenance tasks, and water quality records with everything within specifications. He noted one of the affected samples had red blood cell fibers and the other affected sample showed fibrin clots. Both samples were re-centrifuged before repeat testing. The field service engineer replaced the gear pump, corrected a slightly bent bead mixer paddle, and flushed the reagent syringe. Analyzer performance testing was then performed and was within specifications. Quality control passed and several sample repeats were performed with reproducible results. The investigation determined the service actions resolved the issue.